Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the operating room materials coordinator reported to the rep that two mcl20's were double-feeding clips. There was no consequence to the pt.